Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reaction"), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, hypersensitivity, autoimmune disorder, infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, autoimmune disorder, depression, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and autoimmune disorder ('autoimmune reaction') in a 23-year-old female patient who had essure (batch no. 50699395 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included ectopic pregnancy on (B)(6)2013, multigravida, parity 3, uterine bleeding, pelvic discomfort, blood in urine, back pain, abdominal distension, insomnia, painful urination, uti, kidney stone, hemipelvectomy, ureteroscopy, laser lithotripsy, urinary urgency, dehydration and congestion nasal. Previously administered products included for an unreported indication: macrobid, ciprofloxacin, flomax, zoloft and sertraline. Concurrent conditions included seizure since (B)(6)2018, asthma since (B)(6)2013, vaginal irritation, vaginal burning sensation, nephrolithiasis, distended ureter, nausea, upper abdominal pain, lower abdominal tenderness, flank pain, nausea, vomiting, drug-induced pruritus, ureteral calculus, diverticulitis, ureteral stent insertion, pneumonia, chest pain, gerd, arthritis, fever, shortness of breath and cough. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013 and prednisone from (B)(6)2017 to (B)(6)2017. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced alopecia ("hair loss"). On (B)(6)2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic unilateral (right side) salpingectomy on (B)(6)2019). Essure was removed on (B)(6)2018. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, autoimmune disorder, infection, depression, anxiety, migraine, headache, dyspareunia and alopecia outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil was carefully teased from the right cornua without difficulty. Essure insertion date discrepancy noted between (B)(6) 2013 and (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: 1. No acute intra-abdominal pathology. No evidence of pancreatitis; on (B)(6)2017: trace fluid in the pelvis likely physiologic in nature. Metallic density within the right fallopian tube region clinically correlates with prior surgery/procedure. Nonobstructing nephrolithiasis; on (B)(6)2017: re-demonstration of bilateral nonobstructing renal calculi. Hysterosalpingogram - in (B)(6)2013: results: essure device successfully occluded. Laparoscopy - on (B)(6)2013: there were approximately 5 cc of blood in the cul-de-sac otherwise unremarkable pelvis. It cannot rule out an aborted tubal pregnancy, versus early ectopic, versus iup versus sab. Her quantitative pregnancy test shows a significant drop. There was some free fluid in the cul-de-sac with low-level echoes.. Ultrasound scan vagina - on (B)(6)2017: cervix = within normal limits , a few small nabothian cysts. Urine analysis - on (B)(6)2013: shows large blood. Uti (urinary tract infection). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- depression, vaginal bleeding, cramping, hives lot number: 50699395 manufacture date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and autoimmune disorder ('autoimmune reaction') in a 23-year-old female patient who had essure (batch no. 50699395 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included ectopic pregnancy on (B)(6) 2013, multigravida, parity 3, uterine bleeding, pelvic discomfort, blood in urine, back pain, abdominal distension, insomnia, painful urination, uti, kidney stone, hemipelvectomy, ureteroscopy, laser lithotripsy, urinary urgency, dehydration and congestion nasal. Previously administered products included for an unreported indication: macrobid, ciprofloxacin, flomax, zoloft and sertraline. Concurrent conditions included seizure since (B)(6) 2018, asthma since (B)(6) 2013, vaginal irritation, vaginal burning sensation, nephrolithiasis, dilatation ureteral, nausea, upper abdominal pain, lower abdominal tenderness, flank pain, nausea, vomiting, pruritus allergic, ureteral calculus, diverticulitis, ureteral stent insertion, pneumonia, chest pain, gerd, arthritis, fever, shortness of breath and cough. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and prednisone from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant) and infection ("infections"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic unilateral (right side) salpingectomy on (B)(6) 2019). At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, hypersensitivity, autoimmune disorder, infection, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and alopecia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was carefully teased from the right cornua without difficulty. Essure insertion date discrepancy noted between (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 1. No acute intra-abdominal pathology. No evidence of pancreatitis; on (B)(6) 2017: trace fluid in the pelvis likely physiologic in nature. Metallic density within the right fallopian tube region clinically correlates with prior surgery/procedure. Nonobstructing nephrolithiasis; on (B)(6) 2017: re-demonstration of bilateral nonobstructing renal calculi. Hysterosalpingogram - in (B)(6) 2013: results: essure device successfully occluded. Laparoscopy - on (B)(6) 2013: there were approximately 5 cc of blood in the cul-de-sac otherwise unremarkable pelvis. It cannot rule out an aborted tubal pregnancy, versus early ectopic, versus iup versus sab. Her quantitative pregnancy test shows a significant drop. There was some free fluid in the cul-de-sac with low-level echoes.. Ultrasound scan vagina - on (B)(6) 2017: cervix = within normal limits , a few small nabothian cysts. Urine analysis - on (B)(6) 2013: shows large blood. Uti (urinary tract infection). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- depression, vaginal bleeding, cramping, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr was received. Reporter information was added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dyspareunia (painful sexual intercourse), hair loss, did not undergo an essure confirmation test were added. Medical history, lab data, historical drug and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reaction"), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, hypersensitivity, autoimmune disorder, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, ectopic pregnancy with contraceptive device, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and autoimmune disorder ('autoimmune reaction') in a (B)(6) female patient who had essure (batch no. 50699395 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included ectopic pregnancy on (B)(6) 2013, multigravida, parity 3, uterine bleeding, pelvic discomfort, blood in urine, back pain, abdominal distension, insomnia, painful urination, uti, kidney stone, hemipelvectomy, ureteroscopy, laser lithotripsy, urinary urgency, dehydration and congestion nasal. Previously administered products included for an unreported indication: macrobid, ciprofloxacin, flomax, zoloft and sertraline. Concurrent conditions included seizure since (B)(6) 2018, asthma since (B)(6) 2013, vaginal irritation, vaginal burning sensation, nephrolithiasis, distended ureter, nausea, upper abdominal pain, lower abdominal tenderness, flank pain, nausea, vomiting, drug-induced pruritus, ureteral calculus, diverticulitis, ureteral stent insertion, pneumonia, chest pain, gerd, arthritis, fever, shortness of breath and cough. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and prednisone from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic unilateral (right side) salpingectomy on (B)(6) 2019). At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, autoimmune disorder, infection, depression, anxiety, migraine, headache, dyspareunia and alopecia outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil was carefully teased from the right cornua without difficulty. Essure insertion date discrepancy noted between (B)(6) 2013 and (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 1. No acute intra-abdominal pathology. No evidence of pancreatitis; on (B)(6) 2017: trace fluid in the pelvis likely physiologic in nature. Metallic density within the right fallopian tube region clinically correlates with prior surgery/procedure. Nonobstructing nephrolithiasis; on (B)(6) 2017: re-demonstration of bilateral nonobstructing renal calculi. Hysterosalpingogram - in (B)(6) 2013: results: essure device successfully occluded. Laparoscopy - on (B)(6) 2013: there were approximately 5 cc of blood in the cul-de-sac otherwise unremarkable pelvis. It cannot rule out an aborted tubal pregnancy, versus early ectopic, versus iup versus sab. Her quantitative pregnancy test shows a significant drop. There was some free fluid in the cul-de-sac with low-level echoes.. Ultrasound scan vagina - on (B)(6) 2017: cervix = within normal limits , a few small nabothian cysts. Urine analysis - on (B)(6) 2013: shows large blood. Uti (urinary tract infection). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- depression, vaginal bleeding, cramping, hives quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events added: bladder problems, urinary tract problems, uti, vaginal infection, bladder infection, vaginal discharge. Event outcome updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.